Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in (B)(6) 2015, she underwent a pelvic surgery to try and alleviate her symptoms/essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Removal surgery added. Action taken with drug updated. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in (B)(6) 2015, she underwent a pelvic surgery to try and alleviate her symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.